Manufacturer narrative:
The field service engineer (fse) evaluated the instrument. The fse found that pinch valve lv11 was defective and was causing the hgb vote outs. The fse replaced the pinch valve, which repaired hgb vote outs. The repairs were verified by the customer. (B)(6).

Event description:
The customer reported the coulter act diff 2 analyzer was generating vote outs for hemoglobin (hgb) parameter. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.